Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was tightly folded. Microscopic inspection revealed numerous kinks in the hypotube. Microscopic inspection revealed a longitudinal burst in the balloon material, measuring 14mm in length. Microscopic inspection found no irregularities or defects with the markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous proximal right coronary artery (rca). After a guide wire crossed the lesion, pre-dilatation was performed with a semi-compliant balloon. Intravascular ultrasound (ivus) was then performed and a 3.5mm non-bsc stent was implanted. A 6.00mm x 12mm nc emerge® balloon catheter was advanced in the proximal part of the stent for post-dilatation. The balloon was inflated at 12 atmospheres on the 1st inflation and 14 atmospheres on the 2nd inflation; however, on the 3rd inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous proximal right coronary artery (rca). After a guide wire crossed the lesion, pre-dilatation was performed with a semi-compliant balloon. Intravascular ultrasound (ivus) was then performed and a 3.5mm non-bsc stent was implanted. A 6.00mm x 12mm nc emerge® balloon catheter was advanced in the proximal part of the stent for post-dilatation. The balloon was inflated at 12 atmospheres on the 1st inflation and 14 atmospheres on the 2nd inflation; however, on the 3rd inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed. No patient complications were reported and the patient's status was good.